Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device changeout procedure, low impedance was observed on the atrial lead when tested externally and with the replacement device. No patient symptoms were reported. The physician elected to cap and replace the lead.